Event description:
After the three-piece zenith device was deployed, a proximal type I endoleak was visible. Balloon catheter was advanced into the aorta for inflation of the seal zones and improvement of the graft to vessel apposition. After inflating the balloon catheter at the proximal seal of the main body graft, an extravasation from the aorta was noticed. The physician was unable to determine whether the extravasation was coming from around or above the renal arteries or at the proximal seal. A main body extension was then deployed at the proximal portion of the main body graft and both the type I endoleak and the noted extravasation was sealed. Procedure was concluded noting a successful aaa repair. That evening the pt did fine, but the next day the pt's bp began to drop. CT scan noted a pseudoaneurysm around the renal artery up above the graft material, and had encapsulated the aneurysm. Lab test performed over several hours indicated ongoing blood loss and a cat scan was obtained. The scan showed an anterior 4 centimeter psedoaneurysm and a large hematoma. The pt was taken emergently to the or with a spinal fluid drainage catheter in place and was opened through a thoracoabdominal incision. Aorta was clamped above the celiac artery, identified the laceration in the anterior aorta and opened the aorta. A graft was then sutured to the infrarenal aorta and to the distal portion of the zenith main body graft. Pt was 2, the pt was placed on bipap decreasing oxygen saturation. Later a noted decrease in blood pressure, pulse and oxygen saturation was noted, then the pt coded. The pt suffered a severe, irreversible anoxic brain injury from which pt did not recover. The family withdraw life support one week later and the pt died. Death is neither procedure nor device related, but rather a post operative complication.